Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was turning off. The pt noticed a loss of stimulation. She goes and turns the stimulation back on, and then minutes later, the lightening bolt goes away. The pt used about 7v 24 hrs a day and was only needing to charge every 2 months. The implantable neurostimulator (ins) battery icon was showing 75% filled. At the time of the report, the pt was able to turn stimulation on and increased to 9v. The pt felt no stimulation. About one minute later, the stimulator turned off. The pt was redirected to their health care provider.